Manufacturer narrative:
The hawkone was returned with cine images on printed pieces of paper. The hawkone was connected to a cutter driver. No other ancillary devices were included. The hawkone was inspected and a radial distal assembly fracture approximately 0.2cm distal of the cutter window was observed. The cutter was observed pulled back into the cutter window. The distal portion of the distal assembly was not returned for evaluation. During analysis, the cutter was attempted to be advanced however it could not move forward due to the fracture and a piece of the device at the cutter face which was bent inward restricting movement of the cutter. A cine image review was performed on the five printed copies of cine images which were included with the returned hawkone device. The first two images show the guidewire inserted and curved approximately 180 degrees. The distal assembly was identified but due to the image quality, components could not be identified and it was unable to determine if the hawkone was loaded on the guidewire. The third image provided showed a stent deployed with the distal assembly on the outer perimeter of the stent. The fourth image provided showed the distal assembly, prior to stent deployment. It could not be determined if the distal assembly was embolized. The fifth image showed the distal assembly of the hawkone caged against a deployed stent followed by dilation of the target area with an expanded balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy catheter to treat a 100mm calcified lesion with 80% stenosis in the left common iliac artery and the superficial femoral artery (sfa). The artery diameter was 6mm and it was reported that the vessel had little tortuosity. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated. The procedure used a 6 fr non-mdt sheath and a 0.014" non-mdt guidewire. During the procedure the entire nosecone detached from the device and moved to the mid sfa. The physician used a stent and post dilation with a balloon to jail the nosecone to the medial artery wall. Blood flow was restored however the nosecone remains in the patient artery.